Event description:
New information noted that programming changes were made. The ventricular over sensing was resolved and the patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the electrograms, ventricular over sensing due to post paced t-wave over sensing was observed on the implantable cardioverter defibrillator. Programming changes were discussed. No additional information was reported.